Event description:
The customer reported that during transport within the hospital, while the unit was in use on a pt, the unit shutdown. The pt was switched to another unit, and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. After fully charging the unit, the company rep ran it on batteries in excess of two hours. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.